Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse found that the blood sampling vlave (bsv) knob was loose and the red blood cell (rbc) bath was dirty. The fse tightened the bsv knob and cleaned the rbc bath, which repaired the voteouts. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported the coulter lh 780 hematology analyzer was generating vote outs for red blood cell (rbc) and platelet (plt) parameters. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.